Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that programmer was not responding and was not able to detect/connect to any other device. It was noted that the x-y board was defective (stylus not detected by touch screen) and the stylus was obsolete but that it was working correctly. It was further noted that the hinge plate was cracked, the keyboard hinge, keyboard latch and bullets assembly were broken and the anti slip layer was missing from the radiofrequency head. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not responding. It was further reported through follow up that the programmer was not able to detect/connect to any other device anymore. The device has been returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.